Manufacturer narrative:
H6: investigation summary: bd received 3 pst ii tube samples and 20 pbbcs needles from the customer in support of this complaint. The samples were subjected to a tube push of test, involving each needle being used to draw water using 10 tubes, and the customer's indicated failure mode of tube push off was observed in 9 out of the 20 samples. Additionally, 10 retention samples from the reported lot number were subjected to a tube push of test involving each needle being used to draw water using 10 tubes and the customer's indicated failure mode of tube push off was observed as 7 out of 10 samples failed the tests with evidence of tube push off. Therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer reported failure mode based on customer sample testing as well as retention sample testing results. The root cause of the tube push off is excess lubrication on the cannula. This occurred as a result a mis-alignment of pins during the manufacturing process and corrective action has been implemented to reduce the potential of future occurrences.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced the tube pushing off the non-patient end needle. The following information was provided by the initial reporter. The customer stated: last friday, an employee came to me with a complaint about vacuum tubes when using bd vacutainers push button. Problem is that the vacuum tube does not stay in place and has to be held during the blood collection. With the first one out of the package, he could recreate it. On the department also several other tubes. I recognize this problem from the past when a different type of rubber was used for the rubber in the sleeve. Were any tubes broken? (If so, did the employee come into contact with the patient's blood as a result?): no, tube is launched from the sleeve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced the tube pushing off the non-patient end needle the following information was provided by the initial reporter. The customer stated: last friday, an employee came to me with a complaint about vacuum tubes when using bd vacutainers push button problem is that the vacuum tube does not stay in place and has to be held during the blood collection. With the first one out of the package, he could recreate it. On the department also several other tubes. I recognize this problem from the past when a different type of rubber was used for the rubber in the sleeve. Were any tubes broken? (If so, did the employee come into contact with the patient's blood as a result?): no, tube is launched from the sleeve.